Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was programmed with the correct time and date and monitored for several days. Several boluses were programmed and delivered. The insulin pump was downloaded to carelink and all bolus delivered during testing and during the time the insulin pump was monitored were properly recorded in the daily totals history screen. The carelink reports showed all boluses delivered. No bolus anomaly or history anomaly was noted. The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery alarm tests. All operating currents were within specification. The insulin pump was received with minor scratches on the display window and a cracked case at the display window corner.

Event description:
It was reported that the insulin pump experienced a bolus anomaly and that the customer experienced high blood glucose levels. The customer's blood glucose was 33 mmol/l. The customer's parents stated that the insulin pump did not deliver a bolus. They stated that they checked the insulin pump's bolus history, and no boluses had been registered. They also stated that the insulin pump had not alarmed. Device uploads to the computer also did not show any boluses delivered reflected in the report. The caller was advised to replace the insulin pump and a request was made to have the device returned for analysis.